Event description:
It was reported that the light source experiences had no image during a diagnostic ion lung biopsy procedure. The procedure was rescheduled. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic ion lung biopsy procedure an e315 unsupported scope error was produced while using light source and no image was produced on the scope. Reportedly troubleshooting steps were conduced on a call and the procedure was cancelled while the patient was sedated with general anesthesia. The procedure was subsequently rescheduled and later completed successfully under general anesthesia.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2026-00013. This report is being supplemented to provide additional information based on the approved final investigation and to submit a correction/upgrade to serious injury. Updated fields -d8, g1. Corrected fields- b1, b2, b5, h1, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be confirmed. The complaint was not confirmed. The most probable cause of the complaint is cause not established, as the investigation findings do not provide a definitive conclusion about the cause of the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.